Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that during device preparation, the device was partially deployed outside of the patient's anatomy. The physician tried to re-sheath, but was unsuccessful, the stent came off the balloon. No patient involvement. A non-abbott stent was successfully used to complete the procedure. No additional information available.